Manufacturer narrative:
As of today, this lead has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations are known inherent risks as described in the instructions for use manual for this model lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular defibrillation (rv) lead exhibited increasing shock impedances and synch shock was delivered. This ICD recorded a code 1005 indicative of an open circuit condition detected during shock delivery and suspected out-of-range shock impedance measurement. The ICD and rv lead was explanted and replaced due to lead fracture and failed defibrillation threshold (dft) testing. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular defibrillation (rv) lead exhibited increasing shock impedances and synch shock was delivered. This ICD recorded a code 1005 indicative of an open circuit condition detected during shock delivery and suspected out-of-range shock impedance measurement. The ICD and rv lead were explanted and replaced due to lead fracture and failed defibrillation threshold (dft) testing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.